Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: first philippine transcatheter valve-in-valve implantation in a surgically implanted trifecta bioprosthetic aortic valve: a case report b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "first philippine transcatheter valve-in-valve implantation in a surgically-implanted trifecta bioprosthetic aortic valve: a case report", was reviewed. The article presented a case study of a 67-year-old male patient with a history of hypercholesterolaemia, hypertension, gout, benign prostatic hypertrophy, and coronary artery bypass grafting with two saphenous vein grafts. A 21mm trifecta valve was selected for implant on an unknown date for an aortic valve replacement surgery. The device was implanted. Approximately 9 years later the patient experienced a myocardial infarction and underwent revascularization with percutaneous coronary intervention/stenting of the native right coronary artery. Five months later the patient presented with progressive exertional dyspnea. Six months later the patient began to have shortness of breath with minimal exertion, accompanied by fatigue, pedal oedema, and orthopnea. A transthoracic echocardiogram (tte) revealed moderate to severe transvalvular and paravalvular aortic regurgitation. The decision was made to implant a 23mm evolut pro valve-in-valve. After the evolut was implanted, a moderate perivalvular leak was noted. A post-balloon aortic valvuloplasty was performed with a vacs iii 20x40mm balloon was used. Repeat tte revealed a mild perivalvular leak. The following day the patient was stable but presented with a new systolic murmur. A repeat tte revelaed a mean gradient of 56mmhg; no thrombus was observed, but early bioprosthetic valve thrombosis was suspected. Enoxaparin was administered for one week before transitioning the patient to apixaban. A repeat tte one week later showed a mean gradient of 32mmhg. The patient was discharged and improved on the eighth day of admission. Upon follow-up two weeks later the patient was in new york heart association functional class I. [The primary and corresponding author was jowana pagulayan-rivas, department of internal medicine, section of cardiology, asian hospital and medical center, muntinlupa, philippines, with corresponding e-mail: jowanapagulayan@gmail.com.]